Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent the open reduction internal fixation (orif) surgery for femoral intertrochanteric fracture with trochanteric fixation nail-advanced (tfna). On proximal femur, during insertion by tapping the blade, the guidewire in question perforates and stops before the qrs on the acetabular side. Although it did not extend to the organ, it was deemed dangerous and a new guidewire was used. The new guidewire was inserted without perforation. When the surgeon compared the two, it was determined that the reason was that the first one was bent. The surgery was completed successfully without any surgical delay. Patient outcome is reported as stable. No further information is available. This report is for one (1) 3.2mm guide wire 400mm. This is report 1 of 1 for complaint: (B)(4).